Event description:
Patient was undergoing endovascular surgical treatment of a recurrent basilar artery apex aneurysm. After coil was placed into the aneurysm, it was unable to be detached with the detachment syringe and could not be removed. While attempting detachment, the coil had to be fractured and a portion of the coil remained adherent to the stent within the basilar artery. It was felt there was a leak in the hub that would not allow enough pressure to detach the coil. The coil fragment was successfully retrieved.